Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. Surgeon opened a new sterile pack of the reload to perform the procedure with the powered handle. The reload cannot fire. The patient was involved without injury and is stable.

Manufacturer narrative:
Post market vigilance (pmv) received one reload opened by the account without the packaging material. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The reinforcement material and sutures were still intact. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a pmv instrument. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.